Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6: service & repair history. The previous service event for part number 05.000.008 with lot number(s) 004018 has been reviewed. The item was previously returned for service on 2-jun-2015 due to motor failure. The previous service condition of motor failure is not relevant to the current complained issue of broken handpiece for battery powered driver. The manufacture date of this item is 21-feb-2011. The service history review is unconfirmed. Service and repair evaluation: the customer reported that broken handpiece for battery powered driver. The repair technician reported that rust on motor & housing, foreign substance in motor, housing & protector & shield & cable, electrical cord damaged. The following part were repaired; motor, housing, protector & shield & cable, electrical. The cause of the issue is improper maintenance. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed.

Event description:
It was reported that there was a broken handpiece for battery powered driver.